Event description:
The explanted lead and generator were received. Product analysis did not find any anomalies or obvious indications of a lead discontinuity. However it was noted that the portion of the lead with the electrodes was not returned; therefore, analysis could not comment on its role with the reported high impedance. Additionally, product analysis observed that the generator performed to all functional specifications.

Event description:
It was reported that the physician identified high impedance during a routine office visit. The impedance value was 8713 ohms. The following day, x-rays were performed and the physician observed a lead fracture. The patient was then referred for a full system revision. In pre-op a diagnostic test was run and high impedance was again observed with an impedance value >10,000 ohms. It was also noted that the battery was at ifi=yes. The lead and battery were replaced and the explanted product has not be returned to date.